Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported the source pool container is running dry during compounding of bag 6 out of 7 bags. The total volume in the source pool container is 1019.9ml. The programmed volume of the ingredient for each compounded bag is 137ml (150.7g). The volume required in the source pool container to fill the orders is 959ml. There was no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The pump was returned for investigation. A volumetrics sequential run of 111ml for 8 stations concluding with 112ml for the 9th station (total of 1000ml) was performed. The pump tested in specification at 1000ml +/-2.7%. If additional pertinent information becomes available a follow-up report will be filed.